Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced adhesive issues involving four infusion sets over the past month, all of which fell off during use after being worn for less than twenty four hours.